Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a cracked right plunger case and battery door. A review of the event history log found a check clutch error. During the functional testing, the check clutch error was able to be duplicated during the occlusion test. The cause of the issue was found to be that the lead screw and both clutch halves were slipping, dirty and worn out due to normal wear. The lead screw and both clutch halves were replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump failed occlusion test. No patient involvement reported.